Event description:
The site reported a large, black particulate in the syringe kit tubing. Visual inspection of the tubing prior to use prevented the tubing from being used for a pt procedure.

Manufacturer narrative:
Multiple documented attempts have been made to have the product returned to medrad for product analysis; however, these attempts have been unsuccessful. Based on the limited info reported, we are unable to determine the root cause of the alleged particulate. In the event additional info is obtained, a f/u report will be submitted.